Event description:
It was reported that low sensing was observed. The threshold was not measurable due to exit block. Change in value was caused by perforation of myocardia. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead tip stiffness test was performed and found to be within specification.